Manufacturer narrative:
The patient's right mandibular component was not placed in the intended position. The surgeon revised the implant during a single-stage surgery.

Event description:
The patient's right mandibular component was revised due to malpositioning.